Event description:
It was reported that at device change out the atrial lead had low impedance and the right ventricular lead had high threshold. Both leads are still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.